Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the non-calcified and moderately tortuous right superficial femoral artery. The lesion was in-stent restenosis caused by an unknown size three stents. The 2x150x90 sterling sl otw balloon was used to dilate the lesion and ruptured upon the 1st inflation at 8atms for approximately 60 seconds. The procedure was completed with another sterling balloon. No patient complications were reported an the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).